Event description:
A customer reported that a system message displayed, indicating an air/fluid issue upon start up. An alternate system was used to complete the surgery. At this time, it is not clear if the event occurred during surgery or before. There was no pt harm reported. Add¿l info has been requested.

Manufacturer narrative:
The compan rep examined the system and replaced the air/fluid controller pcb (printed circuit board) assembly. Preventative maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. (B)(4).